Event description:
The lead was explanted due to low impedance.

Manufacturer narrative:
Analysis revealed a short circuit between pacing coil and sensing cables due to internal abrasion at 8cm from the distal tip. This could cause the reported low impedance when the exposed pacing coil makes contact with the sensing cables. Further analysis noted internal abrasion with externalized conductors at 10.5-12cm from the distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.